Manufacturer narrative:
According to received service report, the replacement of bacteria filter solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The reported high continuous pressure was caused by a clogged filter on the expiratory side.

Event description:
It was claimed that device generated alarm indicating high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).